Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 450-500 mg/dl, and a large ketone level identified as dangerous. The cause of elevated bg was unknown, however customer believed it may be due to a settings adjustment that is needed. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.